Manufacturer narrative:
H10: a service engineer (se) reported that the power cord was replaced to resolve the issue. The device was returned to the customer.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator has a power cable that failed the electrical safety test, due to high resistance. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).